Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Correct information; d4 - serial# reported as; (B)(6) - correct to (B)(6). Expiration date reported as; 31-dec-2026 - correct to; 30-nov-2026. Primary unique device identifier (UDI) reported as: (B)(4) - correct to: (B)(4) - UDI related data quality updates only. G2 - reported as other: germany - correct to: other: austria. H4 - reported as; 20-jan-2024 - correct to: 06-dec-2023. Claim# (B)(4).

Manufacturer narrative:
Additional information: entered throughout form. (B)(4). Manufacturer narrative comment: device revision or replacement (lens replaced or exchanged) is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a replacement lens. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports.